Event description:
Cotton ripped off...was able to retrieve it- vagina [foreign body in reproductive tract] went to remove the tampon, it broke off halfway in my body [complication of device removal] broke off- tampon [device breakage] case narrative: consumer reported via e-mail that the tampon broke off. No serious injury reported.

Manufacturer narrative:
There is insufficient information to perform an investigation.